Event description:
The patient ((B)(6)) is a participant in a clinical study ((B)(6)). It was reported the patient had a sudden increase in pain and was unable to adjust stimulation appropriately. Lead diagnostic testing revealed high and low impedance measurements. Reprogramming was unable to provide resolution. X-rays identified no anomalies. In turn, the patient underwent surgical intervention to explant and replace the extension which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.